Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: 1. The patient demographic info: weight, bmi at the time of index procedure? 2. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure (B)(6) 2021? 3. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. 4. It was reported that vicryl absorbable suture was used in the procedure. Please clarify what does it mean by ¿the examination of the wound revealed that the absorbable suture was not absorbed, and the nonabsorbable suture was removed¿. Does it mean that not absorbed part of vicryl absorbable suture was removed? 5. Was the suture removed after 9 days of surgery? 6. Was the reoperation necessary to remove the suture? 7. Was there any prescribed medication given to treat symptoms? If yes, please specify medications and type (oral, topical). 8. Was the re-suturing required? If yes, when? 9. What was used for re-suturing? 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? 11. What is the patient¿s current status? 12. Lot 20163650736 is invalid. Please provide a valid lot number? All answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure (B)(6) 2021? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. It was reported that vicryl absorbable suture was used in the procedure. Please clarify what does it mean by ¿the examination of the wound revealed that the absorbable suture was not absorbed, and the nonabsorbable suture was removed¿. Does it mean that not absorbed part of vicryl absorbable suture was removed? Was the suture removed after 9 days of surgery? Was the reoperation necessary to remove the suture? Was there any prescribed medication given to treat symptoms? If yes, please specify medications and type (oral, topical). Was the re-suturing required? If yes, when? What was used for re-suturing? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Lot 20163650736 is invalid. Please provide a valid lot number?

Event description:
It was reported that the patient underwent a perineal laceration closure on (B)(6) 2021 due to the delivery of the first pregnancy and the suture was used. Nine days after the surgery, the patient experienced erythema, inflammation and pain. The examination of the wound revealed that the absorbable suture was not absorbed, and the part of suture which not absorbed was removed. Disinfection and tdp infrared treatment were given, the patient's wound swelling, pain symptoms improved. Additional information has been requested.